Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: mis tlif. It was reported that post-op, the bedrail didn't tighten and held position. The product did not break and it never came in contact with the patient.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.